Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and the transmitter were not in range. However, the transmitter and pump were unable to regain connection after bringing tx and pump within range, and a replacement pump was sent out to resolve issue. The customer's blood glucose level was 97 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿